Event description:
The customer stated that the architect folate control values are too high. The customer is going to decontaminate the analyzer. There is no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.